Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 461 mg/dl. The customer stated that she had no symptoms of their blood glucose levels. The customer was treated with 5 units of a manual injection. Customer's blood glucose value was 461 mg/dl at the time of the incident. Customer's current blood glucose value was 430 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer reported that last week her high blood glucose was 600 mg/dl and guy checked pump in order to check it he had to fill the cannula and since then pump has been messed up. The customer reported that blood glucose was 261 mg/dl at last night and then when she woke up blood glucose was at 461 mg/dl then she had changed set 4 time in the last 2 days and had hard time getting bubbles out of the reservoir while filling them. Troubleshooting was performed for high blood glucose. There were no leaks or air bubbles. Customer stated that the bolus was not delivered and the customer had declined the troubleshoot for the high blood glucose. The customer stated high blood glucose was caused by the no delivery of the bolus. The product was not returned for analysis.